Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿long-term results of uncemented acetabular cups with an acs polyethylene liner. A 14¿16-year follow-up study¿ by e. Garcia-reu, published by international orthopaedics (2007), vol. 31, pp. 205-210, was reviewed. The authors assessed clinical and radiographic results of 40 porous-coated acetabular cups with an acetabular cup system (acs, depuy) polyethylene liner over a minimum 14-year follow-up. Implanted products: acs (trilock and profile) cups and liners, unknown depuy femoral head, depuy screws for acetabular cup fixation, and the profile femoral stem. Results: fifteen cups were revised, 11 due to polyethylene liner fracture 15 instances of pain associated with revision 3 dislocations: 2 treated with closed reduction and one late dislocation with liner revision due to severe wear unspecified number of hips with metallosis in revised liner fracture cases 1 cup revision for aseptic loosening 11 instances of acetabular osteolysis attributed by the authors to excessive polyethylene wear. 18 mispositioned cups contributing to femoral head penetration and polyethylene wear. Most were needed no intervention. There were no reported product problems with the femoral stem. The authors attributed the revision for acetabular loosening to progressive osteolysis of the acetabulum. The authors do not specify patient data with adverse events. The authors mention finding ¿metallosis¿ in some revised joints but provide no further information regarding location or type of metallosis found in hips revised for fracture of the polyethylene liner. The component material for the femoral head is unknown. The surgeons added an unknown abount of screws to secure some of the acetabular cups during implantation. The screw is captured in this complaint for misposition and acetabular loosening."